Manufacturer narrative:
The mask was not returned to resmed for eval. Based on info available, resmed is unable to confirm the root cause of the complaint.

Event description:
On february 5, 2010, resmed received a complaint from a pt claiming a CPAP mask left a scar on the right side of her mouth.